Event description:
It was reported that a bug was discovered in the unopened package prior to surgery. This did not occur during a procedure so there was no pt involvement. Another product was available and used fo the surgery. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The product was not returned to the MFR for evaluation. A follow up report will be submitted if the product is returned, and if the investigation results require.